Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It that reported that on (B)(6) 2025 the patient's pod was leaking insulin. As a result, the patient's blood glucose level was over 13.9 mmol/l (250.2 mmol/l) she developed diabetic ketoacidosis (dka). When admitted to the hospital, examination confirmed that the cannula was bent. She required treatment with insulin therapy to stabilize her condition.